Manufacturer narrative:
Initial 4 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose level and diabetic ketoacidosis event on (B)(6) 2026 for which patient visited emergency room as the patient inserted set into scar tissue which led to cause bent cannula. The patient was treated with intravenous and fluids of saline and insulin.